Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: blister. The analysis results found that an el5ml device was returned in good visual condition inside its original package. Upon visual inspection, the blister was noted to be damaged at the left lower corner. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed fifteen conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. No conclusion could be reached as to what may have caused the reported incident of malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips weren't formed properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.